Manufacturer narrative:
A2): patient''s date of birth unk. A4): patient''s weight unk. B7): other relevant history unk. D4): device lot number expiration date, serial number unk. Partial UDI populated. H3): the device was discarded, thus no investigation could be completed. H4): device manufacture date unk because lot number unk. H6): great vessel and cardiac perforations are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to cied system/pocket infection. An x-ray was taken prior to the procedure, and fluoroscopy confirmed the ra lead was already dislodged. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Beginning with a spectranetics 16f glidelight laser sheath on the rv lead, advancement was made through the innominate region, then progress slowed through the curve of the superior vena cava (svc). Upon entering the ra, the patient''s blood pressure dropped significantly. Rescue efforts began by deploying a rescue balloon. A pericardial effusion was detected by transesophageal echocardiography (tee), and a pericardiocentesis was performed. As the surgical team was assembling, the ra lead came free as it was already dislodged. Chest compressions and a sternotomy followed, with an approximate 1 cm perforation discovered at the svc/ra junction. Repair was successful, and the patient survived the procedure. Additionally, the rv lead was confirmed to be removed. This report captures the 16f glidelight in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
D4): correction: removing primary di number from UDI# field. The lot number was not provided, thus an entire UDI# is unavailable. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.".